Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 116 mg/dl. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Reportedly, there may have been a temperature change to the customer's pump prior to the occlusion alarm declaring.